Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system has been exhibiting high rv shock impedance spikes since implant, and recently showed out of range impedance measurements. This crt-d system remains in service. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system has been exhibiting high rv shock impedance spikes since implant, and recently showed out of range impedance measurements. This crt-d system remains in service. No adverse patient effects were reported. Additional information was received and high out of range impedance measurements have been recently exhibited again. Technical services (ts) was consulted and recommended reprogramming and testing options. No adverse patient effects were reported.